Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/25/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in half; most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter intraocular lens (iol) was explanted. The reason for explant was not provided. The lens was replaced with a zxt150 iol. There was no incision enlargement, sutures or patient injury. No further information was provided.